Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer 2011-(B)(6): patient has been transferred on concerto from her bed. When the patient was on the concerto, the stretcher has been tilted on the side (itself). The patient has slid and she fell on the floor. Manufacturer's ref. No (B)(4).